Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -10.00 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to low vault. The lens was later replaced with a longer length lens on (B)(6) 2020 and the problem was resolved. The cause of the event is reported as unknown.